Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the unresponsive button anomaly or battery out limit alarm due to the blank display. The pump was received with a severely scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Battery out limit alarm as well as moisture damage was also reported. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.